Event description:
The device was evaluated at the facility by a baxter representative. During the service, the device was found to have depleted batteries. Customer reported there were no patient injuries or medical intervention associated with this report.

Manufacturer narrative:
Evaluation summary: the device was evaluated at the facility by a baxter representative. Inspection of the device revealed the batteries were depleted to a potential damaging level. The batteries were replaced and the device was placed back into service fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.